Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; they a bad accident, and urine just came pouring out. The patient stated they would see the healthcare provider (hcp) on (B)(6) 2016 for the final checkup. The patient¿s husband was told not to change anything for a couple weeks. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient have the lab a urine sample which indicated they had a urinary tract infection (uti) and were given macrobid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.